Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided. Discarded.

Event description:
It was reported that a patient underwent a hip fracture fixation procedure approximately 8 years ago. Subsequently, the patient underwent a procedure to remove the hardware and total hip arthroplasty on an unknown date. During the procedure, the surgeon had difficulty removing the lag screw and had to remove the femoral head in order to extract it. Additionally, the lag screw removal instrument fractured. There was a 90 minuted delay in procedure.